Manufacturer narrative:
One introducer needle and guidewire were returned. A visual and microscopic inspection was performed. The guidewire was embedded within the introducer needle with the j-tip protruding from the distal end of the needle. Unwinding of the wire was observed throughout, adjacent to the needle ends. The wire inner core was observed protruding at the proximal end extending out from the needle hub. Based on these findings, the investigation is confirmed for the reported advancement issue, specifically due to a frayed guidewire. It is likely that the overall frayed guidwire damage contributed to the reported advancement issues through the introducer needle. However, the definitive root cause for the damage could not be determined based upon available information.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an 0602680 port & catheter allegedly experienced an incompatible component and frayed material. This information was received from one source. The incompatible component and frayed material involved one patient with no patient consequence. The patient was 57 years old and weighed was not provided. The reported patient was female.